Event description:
Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date.

Event description:
It was reported that a vns patient¿s generator was being going to be replaced as the patient continues to have normal seizures despite medication and vns. Clinic notes from a visit on (B)(6) 2017 were later received providing that the patient was having a lot of seizures since the last visit and mini seizures. The patient was still having lots of seizures despite being on five medications at more than adequate doses and a full dose vns. Additional relevant information has not been received to-date. No known surgery has occurred to-date.